Manufacturer narrative:
The reported adverse event was chipped tooth. Event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer name, mailing address and phone number were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer reported that their 2 series power toothbrush chipped their tooth.

Manufacturer narrative:
B1: update from adverse event to product problem h1: update type of reportable event from serious injury to injury. Analysis results: on (B)(6)2022 this case was re-reviewed and deemed to be not reportable. The assessment of chipped/broken tooth has been determined to be an s2 moderate injury or temporary impairment and deemed not a serious injury or life threatening. Philips power toothbrushes at their amplitude and frequency are not strong enough to break healthy teeth and restorations. The device was not returned for analysis therefore it cannot be concluded that the device contributed to the event. Should the device be received at a later date this case will be re-opened and assessed accordingly.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer